Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that angulating down, it was high over service standards. In addition to no image, other evaluation findings are as follows: there was a leak in the instrument channel; there were no passages in the forceps passage or the brush passage; and non-olympus parts at the insertion tube, the bending section cover, and the bending section cover glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the distal end of the bronchovideoscope had an angulation malfunction and was not articulating properly during reprocessing. There was no report of patient harm. The device was returned, evaluated, and there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since leakage from channel was confirmed on the device, electronic parts such as imager, circuit board in scope connector, etc. Were possibly corroded/broken. Subsequently, the suggested event may have occurred. As for the cause of the leakage, it is likely the channel was damaged by stress from handling, forcible inserting/retrieving of the endo therapy accessories, etc. Trace of a third-party repair was confirmed at the bending section cover (a-rubber), and insertion section of the device. Therefore, unintended stress was possibly applied to the device at reassembling at the repair as well. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿. Olympus will continue to monitor field performance for this device.